Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care professional reported that they were "taking care of the issue" when information regarding actions taken to resolve the too frequent recharging issue was requested.

Manufacturer narrative:
(B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the patient was still charging too frequently, and the device was depleting quicker than before. The patient had not recently been reprogrammed, switched to a new group, or had parameters increased. It was reviewed that programmed parameters affect recharge interval. The patient stated she charges her device to where she sees "water droplets coming out of the top of the ins" but could not confirm if this was "charge sufficient" or "charge complete." The patient also reported she had 2 "good size" falls, but neither had landed on the ins. The patient stated the ins was located in her "tummy". The patient stated it was taking longer to charge the ins. She stated it used to take at least 4 hours to charge from 0 to 100 percent, and now takes 12-15 hours to charge. The patient sees 8/8 coupling the majority of the time, but stated she can see fewer. She stated the issue was getting worse and she has to "sit and charge" at this point. She stated she uses her stim 24/7, and spoke to a manufacturer's representative (rep) about the issue and was told to replace the recharger. The patient also reported that her ins was moving around at the pocket site. She reported that after losing weight the ins now "sits and pokes out a lot" and hangs over a belt if she wears one, so she would try to wear it high to keep the ins from moving or wear an undergarment. She also claimed she could reach all the way under the ins and it was almost to the point of flipping, and her healthcare provider (hcp) was aware of this. To address the charging issue the patient was issued a new antenna. It was reviewed that if this does not resolve the issue, the patient should contact her hcp to have the ins pocket site checked. It was reviewed that the loose ins at the pocket site could affect coupling. It was reviewed that the patient should bring the recharger to the appointment, and the higher charging frequency was not necessarily related to the other issues, but it would be a good idea to have the ins checked by the hcp. It was reported that the antenna was damaged. There were no reported complications and no further complications were expected.

Event description:
The consumer reported that the patient was recharging too frequently. It was indicated that the patient saw the healthcare provider (hcp) the day prior to the report, and the hcp thought the implantable neurostimulator (ins) should be interrogated due to having to recharge the device more often for the last five/ six months. It was noted that the patient had to recharge the ins once a week, whereas they used to only have to recharge every three to four weeks. The consumer reported that the patient had a fall sometime this year or last year that could be related to the issue. The patient was implanted for chronic low back pain and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.